Manufacturer narrative:
Consumer admits to laying on and sleeping with the pad which are violations of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer admits to plugging the product into a surge protector which is a violation of the instructions and warnings provided.

Event description:
Consumer states she was using a heating pad for her back by laying on it while sleeping. She is alleging that when she awoke she had a burn to her buttock.